Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, d2, g1, g3, g6, h1, h2, h11. H1: this MDR is being submitted as a part of a retrospective literature MDR reporting review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA -07984 was opened on feb 27, 2026, to address corrections. Device performance and/or risk profile are not impacted. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). B3: date of publication. G2: breydan h. Wright, md; matthew l. Hadley, md; joshua r. Harmer, md; kristin m. Fruth; rafael j. Sierra, md; cory g. Couch, md. Attempts have been made to gather all product identification information, and no further information has been provided. No product was returned, or pictures provided; visual and dimensional evaluations could not be performed. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. X-rays were provided in the journal article; however, it is unknown if they are related to the patient in the complaint. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that 5 (five) patients received a total hip arthroplasty on unknown dates. All patients were revised on unknown dates due to aseptic loosening. No further information was provided. The reported event was identified during review of a journal article: wright et al literature review title: no revisions attributable to wear of highly cross-linked polyethylene liners: a long-term follow-up study.